Event description:
Had finished using the item when it broke, so surgery continued as planned. Replacement item had already been delivered to the hospital. No medical intervention or delay in surgery as a result.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.